Event description:
Reporter alleged seeing smoke from the blood glucose monitoring device and the device and its based had melted contacts. Reporter stated no damage was done to the employees or surrounding area. A request was made for the return of the suspect device and replacement product was sent.